Event description:
I have been using fixodent denture cream since 1995. While using fixodent denture cream, I started feeling numbness and tingling first in my legs and feet and then in my hands. There was paralysis in my small fingers on both of my hands. In (B)(6) 2000, I was diagnosed with neuropathy. The neuropathy in my hands kept me from doing my job where typing was required. The neuropathy developed into an extreme case including vasculitis, weakness and pain in my legs and feet so badly I could not walk very far nor climb many stairs. I am now a paraplegic and can only move by wheelchair. Dose or amount: 3 or 4 strips. Frequency: 2 x a day. Route: po. Dates of use: (B)(6) 1995 - (B)(6) 2010. Diagnosis or reason for use: #1: to keep dentures in place. #2: to make dentures fit better -fill gaps-. Event abated after use: no.